Manufacturer narrative:
A philips field service engineer (fse) went onsite, pulled the logs, and performed test and verification of the device. The fse performed simulation test on the mx400 to trigger alarms, and the monitor passed. The monitors were working properly at the time of testing. The logs were forwarded to the product support engineer (pse) for further investigation, but the pse advised that the mx400 logs do not contain information related to device operation/alarms. The device reports (for the mx400) only contain basic information related to serial number, software options, software revision (which is by design). They do not provide any information related to alarms/device operation. Unfortunately, the delay in the customer reporting the incident and subsequent delay in acquiring the audit logs from the pic ix has surpassed the 90-day window before data was overwritten. The pse was unable to perform a full investigation on the alarm issue. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The fse determined that the mx400 is currently working according to specification. Attempts were made to clarify the details if the incident including a clear description of the incident, date and time of the event, expected alarms and cause of death, but the customer response was asked but unknown (asku). The customer did state that the mx40 telemetry box was functional after testing. Clarification around this statement was also requested to determine if the devices did not contribute to the patient death, but there was no response from the customer. The pic ix device in use at the time of the event is reported in MFR report number1218950-2023-00360. The mx40 telemetry device being used during this event is reported in MFR report number 1218950-2023-00534.

Event description:
The customer reported on (B)(6) 2023, at approximately 01:03 the monitor failed to alarm for cardiac arrest. The patient was not revived and expired.